Manufacturer narrative:
Initial reporter's telephone: (B)(6). The phacoemulsification machine and handpiece was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss tested the handpiece that was used at the time of the event. The fss found the suspected handpiece had 10 percent variation at 30 percent phaco power setting. The handpiece was replaced. The fss tested the additional 9 handpieces that the surgery center provided. The additional handpieces were found to be working properly. All handpieces passed and met abbott specifications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s right operative eye. The corneal burn required intervention. A description from the surgery center indicated during the phacofragmentation phase; when performing sculpting of the crystalline core and removing the crystalline dials, the surgeon noticed a whitening of the corneal tunnel. Due to the complication, the decision was made to proceed in aspiration only which fragmentized the crystalline through chopper mode. The intraocular lens (iol) was implanted. The surgery center reported when the cataract procedure was completed, the tunnel appeared bleached but had held tight. This report is for the handpiece. A separate report will be submitted for the phacofragmentation unit.